Event description:
The customer reported falsely elevated total bilirubin and enz creatinine generated from an architect c16000 on 3 mar 2024and provided the following data: total bilirubin customer reference range is 2 to 12mg/l sample ID (B)(6) initial result was 112.9 and repeat was 5.6mg/l sample ID (B)(6) initial result was 113 and repeat was 7.8mg/l sample ID (B)(6) initial result was 105 and repeat was 7mg/l enz creatinine normal value: 7.3 to 11.8 mg/l sample ID (B)(6) initial result was 148, repeat was 8.4 mg/l sample ID (B)(6) initial result was 155.3 repeat was 5 mg/l sample ID (B)(6) initial result was 124.6, repeat was 6.9 sample ID (B)(6) initial result was148. Not repeated but discrepant to previous result. (Note this result was generated (B)(6) 2024). Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete list of samples ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin and enz creatinine generated from an architect c16000 on (B)(6) 2024 and provided the following data: total bilirubin customer reference range is 2 to 12mg/l. Sample ID (B)(6) initial result was 112.9 and repeat was 5.6mg/l. Sample ID (B)(6) initial result was 113 and repeat was 7.8mg/l. Sample ID (B)(6) initial result was 105 and repeat was 7mg/l. Enz creatinine normal value: 7.3 to 11.8 mg/l. Sample ID (B)(6) initial result was 148, repeat was 8.4 mg/l. Sample ID (B)(6) initial result was 155.3 repeat was 5 mg/l. Sample ID (B)(6) initial result was 124.6, repeat was 6.9. Sample ID (B)(6) initial result was 148. Not repeated but discrepant to previous result. (Note this result was generated 4 mar 2024). Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
The architect c16000, serial number (B)(6) was evaluated, upon review of the instrument logs, error code 0550 was observed indicating the architect c16000 was stopped and not allow to complete the cuvette wash. The issue was resolved by inspecting the cuvettes and retraining on cuvette wash procedure. It was determined that the part required replacement and no additional discrepant result issues have been reported. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with the customer reported event. A review of tracking and trending did not identify a trend for the cuvette pair replacement set or the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the cuvette pair replacement set as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.